Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service found no image was displayed due to failure of the charge coupled device (ccd) unit. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, and/or damage or deformation of the connector the event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During the device evaluation, service found the exera ID chip had no data. A leak was observed in the instrument channel. Switch 1 was not working. The angulation was low. The right/left and up/down control knobs were loose. The distal end cover had dents and scratches. Fluid was observed in the light guide lens. The insertion tube was crushed and had a deep dent. The light guide tube had scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoscope image was blurry. The issue occurred during an unspecified procedure. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation.